Event description:
It was reported occlusion alarms occurred. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy. The customers blood glucose level was 403 mg/dl.